Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, runthrough ex floppy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left circumflex coronary artery with 90% stenosis. The 1.50x15mm mini trek rx balloon dilatation catheter (bdc) was prepped for use, soaked in saline, and air aspiration was performed outside of the patient anatomy. No resistance was noted when the protective sheath was removed. The 1.50x15mm mini trek rx bdc was advanced to the lesion without resistance. Pre-dilatation was attempted with the 1.50x15mm mini trek rx bdc, but the balloon ruptured during the first dilatation at 12 atmospheres. The 1.50x15mm mini trek rx bdc was removed without resistance, and pre-dilatation was performed with a non-abbott bdc. A non-abbott stent was implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.